Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cup impactor cross threaded during surgery.

Manufacturer narrative:
Examination of the returned device confirms the reported event that the threaded tip is cross-threaded/damaged. A complaint database search on the provided product code found similar events which were attributed to misuse and heavy usage. Based on the overall condition of the impactor, the root cause is attributed to product wear out due to heavy usage secondary to misuse due to cross-threading of the threaded tip. Based on the root cause of misuse and product wear out due to heavy usage, corrective action is not needed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.